Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as the front panel mouth being damages, a worn-out socket slider switch causing intermittent use of high intensity mode, a weak firing igniter, and an olympus lamp life meter reading over 500+ hours/expired lamp life/light intensity measuring out of specification were confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned, and the device evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source¿s lamp did not lighten automatically, the lights were blinking and when the scope was connected to the processor it dimmed. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.